Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the implant had not been working for him and he had been experiencing leakage starting in (B)(6) 2015. He had a return of symptoms that started happening after he started a new job at a country club. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.